Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u5. Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u5.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u5.

Event description:
The customer reported that their device does not complete a power on cycle. The device display will flash 2-3 times when the attempt to power on is made, but the device will not actually power on. There was no patient use associated with the reported issue.